Manufacturer narrative:
An event regarding subsidence involving a restoration modular stem was reported. The event was confirmed following a review by a clinical consultant. Device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: a review by a clinical consultant noted: as such is root cause of failure determined by the poor quality of the present bone in the proximal femur without attempts at reconstruction of bone stock to improve the load carrying properties of the local bone. It might have been better to improve proximal femoral bone stock by using cortical strut grafts that not only improve the biological potential of the remaining bone but also provide a better purchase point for the application of dm-cables over the native remaining bone. If this was not feasible for whatever reasons, a gmrs type of proximal hip replacement could present a reasonable alternative although bone graft reconstruction is usually preferable. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: hip device implantation in poor bone quality with major bone defects after previous device failures without attempts at improving bone stock or alternatives has resulted in an overload condition of the bone supporting the newly implanted device preventing effective bone ingrowth. Device loosening required revision. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that a surgeon performed a revision of a patient's right hip after the patient complained of pain. The surgeon reported that implant had subsided. The procedure was completed successfully with no delays.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision of a patient's right hip after the patient complained of pain. The surgeon reported that implant had subsided. The procedure was completed successfully with no delays.